Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0r1xb, implanted: (B)(6) 2015, product type: lead. Product ID 3389s-40, lot# va0remw, implanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A consumer reported that their brother in law was able to control their bowels and leg movements with a phone through their implanted system. The patient wanted to know if that was possible. The patient also reported they had cancer of the bowels. The patient's indication for use is parkinson's dual and movement disorders.